Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced an "adapter that breaks at the hub." The following information was provided by the initial reporter. The customer stated: description of the nonconformity: blood test on the central lane, during the ablation of the pump body from the central lane: adapter which breaks at the joint of the pump body and transparent end of the adapter which remains in the vvc.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced an "adapter that breaks at the hub." The following information was provided by the initial reporter. The customer stated: description of the nonconformity: blood test on the central lane, during the ablation of the pump body from the central lane: adapter which breaks at the joint of the pump body and transparent end of the adapter which remains in the vvc.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-09. H.6. Investigation summary: bd received a sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for broken hub was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of broken hub. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced an "adapter that breaks at the hub." The following information was provided by the initial reporter. The customer stated: description of the nonconformity: blood test on the central lane, during the ablation of the pump body from the central lane: adapter which breaks at the joint of the pump body and transparent end of the adapter which remains in the vvc.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced an "adapter that breaks at the hub." The following information was provided by the initial reporter. The customer stated: description of the nonconformity: blood test on the central lane, during the ablation of the pump body from the central lane: adapter which breaks at the joint of the pump body and transparent end of the adapter which remains in the vvc.